Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 497 mg/dl at the time of incident and at the time of call it was 501 mg/dl which was treated with bolus. Customer was also reporting that their infusion set had bent cannula. Auto mode feature was inactive at the time of incident. Troubleshooting was performed for high blood glucose. The insulin pump will not be return for analysis. Frn-mmt-332a-rvr,unomed set mmt-975a, ozp mmt-7020a snsr.